Event description:
The customer reported that while performing an unspecified procedure, his olympus video system center¿s image was disturbed/interrupted. According to the initial reporter, the issue was resolved by restarting the subject device. The unit was used to complete the procedure without any further issues. There was no report of patient harm from the above event. This is event 1 of 2, please see report with patient identifier (B)(6) for details related to the associated device.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was first visually inspected, and no abnormalities were noted. Then the unit was tested starting with the power supply, and no abnormalities were found. The connection point was secure, and no error message was found on the display. However, when the unit was tested in a low-temperature environment, the reported failure was reproduced. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause for the reported event could not be identified. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.